Event description:
The user facility reported that during a patient procedure their articulator injection needles failed to deploy causing a procedure delay. The user facility personnel used an additional device to complete the procedure. No report of injury.

Manufacturer narrative:
The customer could not confirm if user facility personnel tested the device prior to clinical use in accordance with the instructions for use. Statements from instructions for use packet, "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Do not stretch the device because stretching may cause the needle projection length to be altered. To lock the needle in the out position, gently press the proximal luer until it meets the handle's luer, and then slowly twist the proximal luer clockwise until the two luers are fully engaged." One of the devices subject of the event was returned, and evaluation found that the needle was capable of deployment. There have been no other complaints associated with devices from this lot, and no additional issues reported by the user facility.